Manufacturer narrative:
The date of event is estimated. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the patient's was unable to disable their ipg from MRI mode. Patient's ipg was unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg was replaced to address the issue. Reportedly, effective therapy restored post op.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.